Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification and the reported issue was confirmed. Evaluation determined the cause was the force sensor and the downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was returned from service and upon initial testing it would not auto restart after downstream occlusion. This occurred in the biomed service department. There was no patient involvement. No additional information is available.